Event description:
It was reported that this pacemaker triggered a lead safety switch (lss) from bipolar to unipolar configuration on the non-boston scientific right ventricular (rv) lead due to high out of range pacing impedance measurements. The rv lead had been implanted for more than 30 years. Technical services (ts) reviewed the device data and noted that a stored ventricular event after the lss showed oversensing from myopotential noise, possibly due to the unipolar sensing configuration, which resulted in pacing inhibition for approximately 3.5 seconds. Ts recommended an in-clinic visit to evaluate the lead in bipolar configuration and consider adjusting the impedance range for the lss alert. No additional adverse patient effects were reported. This pacemaker remains in service.